Event description:
It was reported that the target lesion was located in the distal circumflex with heavy tortuosity, heavy calcification and 99% stenosis. After a non-abbott guide wire crossed the lesion, the lesion was dilated with the 2.5 x 12 mm tenku rx balloon catheter at 10 atmospheres (atm). During the second inflation at 12 atm, the balloon ruptured. The lesion was further dilated with a 2.5 x 10 mm non-abbott balloon catheter at 16 atm and a non-abbott stent was implanted. No resistance was noted during advancement or removal. The procedure was completed after post-dilatation was performed with a 3.0 x 8 mm tenku nc balloon. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.